Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump with multiple charging supplies. In addition, the pump battery jumped from 70% to 100% while charging. Customer reported blood glucose level was 187 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy and monitor the pump battery.